Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the act button was not working and cannot put in her carbohydrates and kept on pushing it and it did not respond. The customer also reported that there was a big crack on the battery side. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.